Event description:
Caller reported potential false negative hcg using the cardinal sp hcg brand rapid test. Caller observed very faint lines. No timer used. When asked how is 3 mins determined, customer stated "we just kind of know when to read it..." Technique: experience technician performed tests. Internal control line evident, background clear. External controls: ok. Freshly voided urine, collected in clean container. Urine tested immediately, no storage prior to testing. Kit stored at room temperature. Patient info: month and year of birth: (B)(6) 1986. Last menstrual period: unknown. Test date in doctor's office: (B)(6) 2012. Reason for visit: to confirm home pregnancy positive result. Quantitative result: approx 100,000miu (actual result not given). Samples no longer available for investigation.

Manufacturer narrative:
Product support performed investigation on retained lot hcg1120072. Investigation results as follows: control: 25miu/ml hcg urine control, lot: hcg120405-01; 207.9iu/ml hcg urine control, lot: hcg120309-01; 244.7iu/ml hcg urine control, lot: hcg111130-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 mins reading time. (N=29, (g4.5) 8, (g5) 14, (g5.5) 7). The 207.9iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=24, (g8.5) 17, (g9) 7). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5, (g8.5) 4, (g9) 1. Conclusion: from retained testing with in-house controls, the customer's result was not replicated and the product performed as expected. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.